Event description:
Reporter indicated a vns pt was having increased seizures, and it was believed that vns generator was nearing end of service, even though the end of service indicator was no upon interrogation, and diagnostics results were normal. The pt later had prophylactic generator replacement surgery. Attempts for further info and return of the explanted generator are in progress.